Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he experienced a hypoglycemic event. Customer's blood glucose level was around 50 mg/dl. The customer did not receive an alarm warning him of his low blood glucose level. Five weeks ago the customer had back surgery. The customer treated his low blood glucose level with a sweet drink and glucose gel. The displacement test passed. The insulin pump was exposed to a magnet, used as part of his treatment for his back surgery. The device was not returned.